Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition since there was a separation between the tubing and the two piece luer lock. The root cause of the reported condition could not be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink extension set that had a separation of the male luer from the tubing of the extension set. This reported condition occurred during patient-use when the nurse was attempting to attach the primed extension set to the IV catheter. A small amount of blood was released from the IV catheter when the separation occurred. The set was primed with lactated ringers. An unknown baxter primary set was connected to this extension set. There was no medical intervention nor patient injury involved. No additional information is available.